Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was isolated to the electrode belt¿s trunk cable knit lines being broken, causing the belt to not plug into the monitor. The root cause for the broken cable was physical abuse. There was no adverse event that resulted from the damaged belt.